Event description:
This complaint is reportable based on the analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, the device could not cross the lesion. The target lesion was located in the severely calcified proximal left anterior descending artery. The 4.00 x 28mm promus element stent delivery system was advanced but could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and patient status is good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device noted distal stent damage. Struts at the distal edge were slightly raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).